Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor of the navigation system lost touch screen functionality, and powered off without prompt from the user. It was reported the monitor powered back on to the same screen without issues. There was no patient present when this issue was identified.